Event description:
It was reported that during unpacking, stent damage was noted. The strut of the stent of a 2.50mm x 38mm promus element plus stent delivery system was noted to be flared out after removing from its package. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).